Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73c1800423 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During the appendicitis procedure, at the time of placing the hemolok at the base of the appendix, the clip is broken at one end and does not fulfil its function. All parts of the broken clip were removed from the patient.